Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized due to hyperglycemia while using the infusion device. On (B)(6) 2015, the blood glucose level was up to 500 mg/dl. On (B)(6) 2015, the ambulance took the patient to the hospital. The blood glucose level was 578 mg/dl at 10:28am. The patient was treated with insulin via infusion. At 4:50pm, the blood glucose level was 186 mg/dl. On (B)(6) 2015, the blood glucose level was 125 mg/dl at 1:00am and 394 mg/dl at 6:00am. It is unknown on how long the patient was hospitalized. The diabetes nurse alleges the infusion device delivered an inaccurate amount of insulin. The infusion device was returned for product evaluation.